Manufacturer narrative:
March 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
At one month post implantation f/u, during sensing test, the physician observed a difference between iegm signal amplitude (intracardiac signals), and the amplitude measured by the device and displayed on the corresponding marker on the programmer screen). An explanation is requested.